Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise results for multiple patients tested on a cobas 8000 ise module. The following are examples of discrepant results received for 2 patient samples tested for sodium (na). Patient 1 initial na result was 127 mmol/l. The repeat results were 138 mmol/l and 139 mmol/l. Patient 2 initial na result was 133 mmol/l. The repeat results were 140 mmol/l and 142 mmol/l. No questionable results were reported outside of the laboratory. No ise cartridge lot numbers with expiration dates were provided.

Manufacturer narrative:
The investigation determined the event was due to pre-analytical handling issues at the customer site. The malfunction is consistent with mis-sampling of the patient sample which is typically caused by poor sample quality. The investigation did not identify a product problem.